Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had possible over delivery. Customer stated they had low blood glucose level of below 2.2 mmol/l. Customer's current blood glucose was 9.7 mmol/l. The customer did not experience any symptoms such as a result of low blood glucose. Customer's blood glucose was treated with food. Troubleshooting was done for low blood glucose. Customer had been using insulin pump within 48 hours of low blood glucose event. Based on customer's report customer believed insulin pump was over delivering insulin because customer should have been got about 160 u in the 3 day period of reservoir filled with 230-250 u runs out before the end. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.